Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported upstream occlusion which was not reproduced. A review of the event history log identified upstream occlusion messages. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor readings and the ultrasonic sensor unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported air in line which was not reproduced. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor readings and the ultrasonic sensor unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continued to have upstream occlusion and air in line alarms after cleaning and repeat attempts. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.